Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that champagne sized bubbles were observed along the infusion set tubing, and the cartridge tubing. Reportedly, the bubbles were coming out of the cartridge. The customer's blood glucose level was 213 mg/dl. Reportedly, the customer changed the cartridge to resolve the issue, and continued using the pump for insulin therapy.